Event description:
It was reported, that the patient went to the clinic with the prothesis mobile. After check up, implant collar fracture was confirmed. During explantation, removal tool got stuck. Tooth site 36.

Manufacturer narrative:
Zimvie (B)(4). G4: premarket identification: k011028/k013227.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report; b5: describe event or problem; d9: device availability ; g3: date received by manufacturer; g6: type of report; h1: type of reportable event; h2: follow up type; h3: device evaluated by manufacturer; h6: adverse event problem; h10: additional narrative. Zimvie received one (1) tsvwb10, (implant, tapered screw-vent, 4.5mm collar, wide, sbm, 10mm l) for evaluation. Visual evaluation was performed. Implant fracture identified at the collar. Removal tool stuck to the implant. Malfunction identified. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tsvwb10 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: does not disengage/release + fracture) based on the investigation and risk management file review, the most likely root cause determined from the investigation was user error. Therefore, based on the available information, a device malfunction did occur. The removal tool was stuck to implant, and fracture was identified at the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.